Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis nurse reported that the patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was admitted to the hospital on (B)(6) 2018 for abdominal pain and bloody effluent. Hospital course is unknown and the patient was discharged (B)(6) 2018. The patient disposition is unknown. Additional information has been solicited.

Manufacturer narrative:
There is a possible temporal relationship between the event of pain and bloody effluent and pd therapy on the liberty select cycler, however, it is unknown if the patient was in active treatment at the time of the event. There is no documentation to show a causal relationship between the pain and bloody effluent and the liberty select cycler. Additionally, there is no allegation of machine malfunction or deficiency reported for this event. Based on the available information, a cause of the pain and bloody effluent cannot be determined. Bloody effluent is a common complication in pd therapy.